Event description:
Info received indicates the head of the bed cannot be raised.

Manufacturer narrative:
The technician replaced the head up valve but the issue remained. He replaced the hydraulic manifold to repair the bed.